Manufacturer narrative:
Despite multiple attempts to obtain additional information from the surgeon, no additional information has been received. The lens was returned to b+l. Visual inspection found the lens cut in two pieces. Due to the received condition in which the lens was returned further testing could not be performed. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
The lens has been returned to b+l and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was implanted explanted 14 days post lens implant. The reason for explant was not provided. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.